Event description:
Voluntary medwatch form received from cdrh reporting a hospitalization related to an interruption in reglan therapy. The report states "pump was missing rotor piece which pumps in the fluid. The fluid was an antiemetic formula. Pt did not get relief, as the fluid did not infuse, and pt was admitted to the hosp." The customer contact states "the delay in therapy was caused by a missing component on the rotor in the pump's cassette chamber. The rotor is responsible for turning the administration set cassette control knob resulting in a controlled fluid delivery. Though the pump's rotor was rotating, it was not turning the cassette control knob. Since the pump's rotor was rotating, the display indicated that the infusion was in progress by evidence of the accumulating volume. When in fact, there was no fluid delivery occurring." The pump was programmed in the intermittent mode of delivery to infuse reglan every 6 hours (dose volume unspecified). According to the customer contact, therapy was interrupted for over 48 hours and the pt was unaware of the non-delivery. Due to the interruption, the pt's symptoms (nausea and vomiting) were so aggravated that pt was admitted to the hosp for hydration therapy and monitoring. Though requested, there was no add'l info available.